Event description:
On 12/20/90 the ipp device was implanted. On 1/17/97 the cylinders and pump were revised. On 9/18/97 the pump was removed from the pt and replaced due to fluid loss - fluid was not going back into the reservoir.